Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that the pump module had a protruding pivot latch screw. This was observed by bd representatives during their site visit. Bd representative initially observed the door latch was not fully closed and once the door was opened, it was observed that the sear would not properly align with the air-in-line assembly and the door was difficult to close. There was no patient involvement. Although requested, additional information was not provided.